Event description:
During baxter's evaluation it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation identified and confirmed the symptom door not fully latched alarm. Evaluation experienced a door not fully latched alarm, caused by a failed upper link switch. The upper auxiliary assembly , which contains the failed switch, was replaced.